Manufacturer narrative:
(B)(4) was notified by (B)(4) the device in question was manufactured by bowa electronics (B)(4). (B)(4) notified bowa of the event. (B)(4) considers this report closed. If any addition information is received, it will be forwarded to bowa. MDR exemption number e2015039.

Manufacturer narrative:
Actual device not yet received by manufacturing facility. Investigation/evaluation currently in process. (B)(4) considers this report open, follow-up report to be submitted once investigation is complete. MDR exemption number e2015039.

Event description:
Facility reported during a procedure, device sparked and burnt a hole in doctor's surgical gown. Doctor was able to use a back up device, which was readily available, and complete procedure as scheduled. No injury to patient or doctor was reported.